Event description:
Patient called to report that their one touch ii meter would not power off during use. Pt mentioned that approximately 5-6 months ago pt went to the emergency room and was treated with 2 bags of IV. Patient mentioned that their bg was 500mg/dl. Patient's meter still powers off during use and patient has not been using the meter. The issue of the meter had happened prior of the incident. Ccr was unable to resolve the issue and sent patient a new meter. Ccr educated the customer on the automatic shutoff and the meter still shuts off before the time is up. When the meter power's off during use, patient can not obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.